Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Retractor. One seal cap and one retractor were returned. The seal cap was in good visual condition. The smooth side ring of the retractor was torn from the body of the retractor. The reported incident was confirmed, but the analysis could not determine how the incident occurred. It is uncertain whether or not the surgeon utilized the retractor protector during the procedure. The device history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a single site right oophorectomy procedure, when the surgeon went to remove the specimen at the end of the case the bottom ring snapped off in the patient. It was retrieved. They used a 5mm trocar to look for any fragments that may have remained and none were seen. The procedure was completed without patient impact.